Manufacturer narrative:
Beckman coulter cts (customer technical specialist) evaluated the issue with the au680 chemistry analyzer, and recommended multiple troubleshooting actions. Hardware performance may have contributed to this event; however, the primary failure mode could not be determined. The customer performed enhanced ise (ion-selective electrode) manual clean, changed all the tubing with new tubing and replaced electrodes which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low na (sodium) and cl (chloride) patient results on their au680 chemistry analyzer. The erroneous results were reported out of the laboratory, but were later amended. There was no change to patient treatment in association with this event. The customer stated that na, cl and k (potassium) slopes were low, but calibration and qc (quality control) was within the laboratory's established ranges on the day of the event. The customer repeated the samples on another analyzer with results considered correct. The customer was unwilling to provide data or examples of the erroneous results.